Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing a retrograde approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. The 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7x4/bsc mustang balloon catheter. No patient complications were reported and patient's status was good.